Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels of approx 20 mg/dl. Prior to the event, the customer checked her blood glucose levels, but was unable to read the meter due to not having her glasses. The customer then slipped on the bathroom floor, breaking her ankle and femur. The customer has short term memory loss, and was unable to recall more information. Nothing further was reported.